Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump alarmed multiple pump error alarm. Customer stated that the insulin pump was exposed to high magnetic environment. Customer was able to clear the alarm and rewind the insulin pump. The displacement and self test were passed. No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will continue the use of device.